Event description:
No date provided above due to repeated connectors breaking 1-3 times per week. My son's g connector to his gj (gastrojejunal) tube keeps breaking and lodging inside the port. This causes acid to run out and burn his skin. If not removed in a timely manner, he can become dehydrated and hurt. If the broken piece is not able to get out, he has to be transported two hours away to replace the whole feeding tube. He has had at least 4-5 tube replacements over the course of like 3 months. This is happening to other children as well. Please investigate the quality of the gastric vs jejunal connectors. The j connectors never break and are made with a different material. However, the g is made with cheap plastic. They break sometimes within one day of opening the package. Amt(applied medical technology) told us that the connectors are breaking because of medications. This is crazy because we send most of his meds through the j, plus the g connectors are supposed to be designed to withstand meds. Amt always asks for the broken connectors be sent in, but then do not report any of it to you guys so they can avoid a recall on the product. It has been happening for 8 years- we found posts on facebook and took screenshots of how long this is going on. Device-1069, 4012,1250. Patient- 1807,1994. Referenced reports: mw5190243, mw5190244, mw5190245. This report captures- amt minione enteral extension set #4.

Event description:
Additional information received from reporter on 7/9/2026 for report mw5190246. I am reporting a serious safety concern involving repeated failures of the g-port connectors on the amt g-jet enteral feeding system extension sets (reference: 6-1222-isosaf) used by my baby. The g-port connectors have been breaking multiple times per week, while the j-port connectors have not shown the same issue. These failures have led to repeated hospitalizations and emergent medical care, including surgeries, due to interruption of safe feeding and medication delivery. The manufacturer (amt) has stated that the failures may be related to medications being delivered through the device. This is concerning because the device is intended for administration of both enteral nutrition and medications, raising questions about material compatibility, design validation, and adequate safety testing under real-world conditions. We are also concerned about a possible long-term pattern of similar complaints over approximately 8 years, suggesting a systemic issue rather than isolated incidents. Despite ongoing reports, there has been no known recall or effective corrective action that has resolved the issue in clinical use. Additionally, amt has repeatedly requested that we send back failed connectors for evaluation and testing. However, we have not received clear follow-up information about the results of these evaluations or any corrective actions taken afterward. We are requesting FDA review of whether returned devices are being properly evaluated and whether complaint investigation procedures and reporting requirements are being followed appropriately. We respectfully request FDA review of this issue for possible: device design or material failure, quality system or complaint handling concerns, adverse event reporting compliance, long-term unresolved safety trend. Thank you for your time and attention to this serious safety matter.